Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -18.0/6.0/80 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same model; size lens but different power due to refractive surprise. The replacement lens resolved the problem. Cause reported as unknown. "The first time, an incorrect lens was implanted, the reason was that the calculation were not done correctly."

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned dry a microcentrifuge vial. Visual observation found no visible damage to the lens with residue/debris on the product. Dimensional inspections found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim # (B)(4).